Manufacturer narrative:
The device was not returned to mmdg for evalution. Because the device was not returned to mmdg, no investigation could be performed. A DHR review was conducted, and no non-conformances were found.

Event description:
The initial reporter stated that the pump did not alarm when there was air in the line. The report was received via medwatch report mw5072697. Mmdg made multiple attempts to follow up with the initial reporter, however, the only other information provided to mmdg was that the paitent was "okay" and did not have any delay in therapy. (B)(4).